Manufacturer narrative:
The device was returned to olympus for evaluation. When the new product was opened, the plug cap attached to the a-cord plug was not attached. Based on the results of our investigation into the manufacturing process, no defects were found that could lead to the reported phenomenon. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the user opened the new electrosurgical hemostatic forceps, the red cap normally attached to the part where the a cord is connected was not attached. The procedure was completed by replacing the device with similar equipment. No patient health hazard was reported.